Event description:
It was reported to philips that the device experienced a pacing failure during operational testing. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a pacing failure during operational testing. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a pacing failure during operational testing. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 26-feb-2021. Upon evaluation of the device by an authorized bench technician, the reported issue was confirmed and the cause was traced to a faulty processor pca. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be archived. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the processor pca. The processor pca was replaced and the device was deemed fit for use. Following the repair, the device was returned to the customer to be placed back into service. However, a follow up analysis of the returned processor pca was completed and there were no noted issues that could have caused or contributed to a potential malfunction. The processor pca was found to be fully functional and a cause for the original failure could not be determined. No further investigation or action is warranted at this time. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a pacing failure during operational testing. There was no patient involvement.